Event description:
It was reported that prior to patient use, it was difficult to deflate the endobronchial tube cuff. There was no report of patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored